Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was admitted with presyncope. It was noted that the right atrial lead and the right ventricular lead exhibited noise. Both leads were abandoned and replaced on (B)(6) 2025. The left subclavian vein was found to be occluded; therefore, a new pacing system was implanted on the right side. The patient was in stable condition.